Manufacturer narrative:
The samples have not been received by the manufacturer yet. Should the samples be received, a complete follow up report will be sent as soon as it is available.

Event description:
Incident reported as: staples will not close properly. Can be removed by hand after they have been applied. No reported patient injury or medical intervention.